Manufacturer narrative:
The analysis testing of the cobas® mpx assay on the s-201 instrument (f01295). A product issue is not identified. A possible source of the contamination could have been associated with the handling of the primary tube prior to testing. This is strengthened by the fact that all donors were non-reactive for serology. Based on all the information available, there does not appear to be a systemic issue at the customer site with the roche reagents as the source of the reactive results appear to be contamination.

Event description:
The initial reporter alleged discrepant results were generated with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. The workflow at the customer site involves collecting donor blood into a single primary tube, centrifuging it to separate plasma, and then dividing the plasma into two tubes. Plasma from one tube is used for initial plasma pools of 6 (pp6) testing and resolution testing, while the second tube is centrifuged to create serum samples for serology testing and re-testing. On (B)(6) 2020, multiple pp6 tests were conducted, generating hepatitis b virus (hbv) reactive results with the following cycle threshold (CT) values: 11.7, 38.0, 34.2, and 36.2. Resolution pool of 1 (resp1) testing was performed on the same day using plasma samples, which generated hbv reactive results for eight samples with CT values ranging from 31.9 to 37.9. Subsequently, serum samples from the second tube were re-tested individually, generating hbv reactive results with CT values ranging from 33.5 to 37.5. On (B)(6) 2020, donor unit samples for the eight donors in question were tested using the second tube collected during the original blood draw. Non-reactive results were generated for all eight donors. Serology testing for hepatitis b surface antigen (hbsag) and hepatitis b core antibody (anti-hbc) was also non-reactive for all donors.